Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low sensing values were observed on the atrial and ventricular leads. The leads were explanted and replaced and no visible anomalies were noted during the procedure. The patient was in stable condition and it was suspected that the event was patient-related. Related manufacturer report numbers: 2017865-2018-00147, 2017865-2018-00249.